Event description:
The customer reported that the system displayed image quality problems. One monitor was dark and the other was blurry.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep explained to the customer that since they used third party source to procure the left and right monitors that we can't repair or adjust monitors without replacing these monitors. It falls outside our FDA approved qa/validation guidelines. The customer decided to cancel the call and have someone else repair the unit.